Event description:
It was reported that difficulty was encountered when placing the iab. Pumping was initiated and immediately blood was noted in the gas tubing. The iab removed and replaced without any complications.